Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of no motor movement from the insulin pump. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump alarmed during rewind due to jammed gear box. No physical damage noted on motor assembly during visual inspection. We were unable to perform displacement, rewind, seating and basic occlusion due to pump error 38. The insulin pump was received cracked retainer and scratched case.